Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set leaking due to a small hole was received from the customer. One sample was returned for investigation, through visual inspection the customer complaint was confirmed. A small tear was found near the ring retainer on the pumping segment. The ring retainer was still attached to the set. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. The root cause for this defect is misloading of the set. When the set is loaded incorrectly it can add excess stress on the pumping segment that can create tiny tears like the one seen on this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hole in the as lvp 20d dehp 3ss cv tubing caused leakage during use. The following information was provided by the initial reporter: "tubing that in the last three or patients have leaked." "It should be the tubing that connects to each other it looks like there is a hole."